Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had their device replaced due to post operative infection. Cultures were taken (results not reported). After the replacement surgery the pt was reported to have excellent coverage.